Manufacturer narrative:
(B)(4).

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during its installation surgery because the primary stability was not achieved. In addition, the patient presented bone type iii.